Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that during a percutaneous coronary intervention procedure, the needle in the pressure gauge did not move. The physician continued to use the device under x-ray until the balloon broke inside the pt. The broken balloon and inflation device were replaced, and the procedure was completed successfully. No harm or injury was reported.